Event description:
This case was reported by a consumer (wife of patient) and described the occurrence of myelofibrosis in a (B)(6), male, patient, who received poligrip extra strength (formulation (B)(4)) cream for "years" for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started poligrip extra strength (dental). On (B)(6) 2008, the patient experienced myelofibrosis. On an unknown date, the patient experienced hand tingling, tingling feet, gets cold easily and anemia. This case was assessed as medically serious by gsk. The patient was treated with eprex and cancer chemotherapy ("hydroxoria"). The dose of poligrip extra strength was reduced. At the time of reporting, the outcome of the events was unknown.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).